Manufacturer narrative:
System analysis/system repair performed on (B)(6) 2017: the reported issue of ¿water leak¿ was confirmed. Water pump was replaced. The system was tested and verified to meet manufacturer's specifications.

Event description:
It was reported that during preparation for a procedure, with a patient under anesthesia, the laser shut down on its own due to a water leak. The water level was too low, and restarting the laser was unsuccessful. The laser was not used complete the procedure; however the patient was treated until the calculi were extracted. No patient injury was reported.

Manufacturer narrative:
The replaced assy, pump reservoir, stnlt was received at the manufacture on january 30, 2018 and has been dispositioned to be scrapped once the failure analysis has been completed.

Manufacturer narrative:
Product evaluation: the assy, pump reservoir, stnlt was evaluated on august 23, 2018 and noted the packaging in which the product was returned was undamaged. Visual inspection noted no issues with the product return. The functional test was performed on the pump noted pressure test performed for 40 mins to check coolant leaks and monitored the function test to check the pump didn't have intermittent problem of shutting down. The reported issue could not be duplicated during analysis. The pump meets the specifications. Probable root cause: based on fa report, the probable root cause was undetermined.